Event description:
The biopatch used with central lines has been frequently noted to be placed upside down during dressing changes. Upon inspection of the biopatch product, it does state "apply print side up" on the package, but it is not obvious enough or large enough print to notice. The patch itself has arrows and the words "biopatch up", but it does not appear to be instructions for use, it looks more like just a logo. The biopatch should be placed with the logo up, the other side should be on the skin.